Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited error code e03 (pressure sensor abnormality) due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the defect was likely caused by a circuit board (cr) failure. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.